Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit once or twice during normal use. Customer stated that the battery was changed the day prior to the alarm. Customer stated that before the alarm, the screen was blank. Blood glucose value is unknown. The customer was advised that a battery out limit alarm during normal use may indicate a loose battery cap. Battery cap replacement would be sent.